Event description:
A company representative was notified that a patient's generator had reached end of service and could not be interrogated during a recent clinic visit. The physician suspected that the generator battery may have depleted prematurely. The patient¿s parents also reported that the patient had experienced an increase in seizures beginning four months prior to the clinic visit. The patient was referred for generator replacement surgery. The device history records were reviewed for the generator and confirmed that the device was manufactured using a process that may have contributed to the premature battery depletion. The device met all specifications for release prior to distribution. Programming history was reviewed for the patient's device. The data was available from the date of implant through a clinic visit 1.5 years later. Normal battery depletion was observed during the beginning of the implant life of the device. However, upon interrogation on the last available clinic visit, a 25% life remaining indicator was observed although only 20% of the battery had been consumed. The percent battery remaining based on the battery voltage was 22%. This discrepancy indicated that the battery was depleting faster than expected. There was no evidence that the device came into contact with an electrocautery tool on the date of implant. Impedance was within the normal limits throughout the available programming history. It appears likely that the cause of the premature battery depletion is related to the manufacturing process of the generator. No additional relevant information has been received to date.

Event description:
The patient underwent generator replacement surgery. The explanted generator was not returned to the manufacturer for analysis. Additional programming data was reviewed for the patient's device. The generator had reached end of service and was no longer providing stimulation only 2.5 years after the device was implanted. No additional relevant information has been received to date.